Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: pseudoarthrosis, l4-5; status -post previous l4 to the sacrum, decompression and fusion. Spinal stenosis with degenerative facet disease and instability, l3-4. For which, patient underwent following procedures: posterior spinal fusion, l3-4 and l4-5. Segmental spinal instrumentation, l3, l4, l5 and s1. Laminectomy, l3- 4 with use of spinous process laminar bone elements for fusion, l3-4 and l4-5. Per operative note, on the left, the facet at l4-5 was exposed and decorticated. Bone graft from the spinous process and laminar elements was cut and matchstick grafts were packed into facet joints at l3-4 and l4-5. Following emg confirmation of excellent position of the l3 and l4 screws bilaterally, remainder of the bone graft was placed on the lateral gutter on the right side final x-rays were done confirming excellent alignment of the spine and maintenance of the coronal balance as well. Patient tolerated the procedure well without any intraoperative complications. Post operatively patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.